Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and the reported failure was confirmed. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from one side of the clevis. The complaint regarding physical damage was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, that the 8mm, small grasping retractor instrument was broken. The procedure was completed with no reported injury.